Event description:
Reporter alleged the expiration date on the test strip vial label is an usable however the MFR's inventory system indicates the product is expired. It was stated the test strip vial label states the expiration date is 10/30/06 while the inventory system indicated the date is 10/31/05. No actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.